Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the hub has fractured about 3.4 cm distal to its proximal end. The fracture originates from the gate mark at the side of the hub and proceeds in a straight manner towards the opposite side, indicating an overload fracture. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pantera pro coronary dilatation catheter was chosen for treatment of a lesion (90 percent stenosis degree in the moderately tortuous mid rca. After balloon was used and removed from patients body, it was attempted to unscrew the inflation device from the hub but the hub broke.